Manufacturer narrative:
Batch review performed on 01 december 2023. Lot 2005781: 100 items manufactured and released on 28-july-2020. Expiration date: 2025-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 3 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (10 mm to 12 mm). The surgery was completed successfully.